Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the connector on the hemopro 2 extension cable broke while trying to disconnect it from the adaptor. The same device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the product in question as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).